Manufacturer narrative:
The instructions for use for citadel bed (IFU, 830.213-en rev.15) includes the following information: ¿check that the patient controls, caregiver controls and attendant control panels operate correctly, weekly¿. In summary, the review of complaints and device inspection results indicates that the control panel button failure (worn button) found during inspection might have led to the observed unexpected bed movement. It is concluded that the issue might be related to the mechanical damage during years of usage. The arjo device failed to meet its specification when the bed was moving unintentionally. Arjo device was not used for a patient treatment when the event occurred. The complaint was assessed as reportable due to the allegation that the bed was moving unintentionally. No injury was sustained. No UDI information is available; the device was manufactured before UDI implementation.

Event description:
It was reported that the bed started to move by itself. It was claimed that the bed was going into a chair position. There was no indication regarding the patient's involvement. No injury was claimed. It was established that one of the control buttons on the left side rail was worn. Based on this, it appears that the button could have become stuck in the activated position. The side rail was replaced and started to operate correctly.